Event description:
Dealer claims chair went off porch and ran into wall when using sip and puff. Claims sip and puff not working properly.

Manufacturer narrative:
The device was returned to pride for evaluation. However, since the complaint was with the sip and puff component (not manufactured by pride), this component was sent to the component manufacturer for evaluation. The component manufacturer received these parts in (signed for) but were lost with the component manufacturer after receipt. Should the parts become available for evaluation, a follow-up report will then be issued. Parts lost in transit.

Event description:
Dealer claims chair went off porch and ran into wall when using sip and puff. Claims sip and puff not working properly.

Manufacturer narrative:
The device is available for evaluation by pride. Once the evaluation is complete, a follow-up report will then be submitted. Note: the sip and puff is not a pride manufactured component. It is an off-the-shelf acessory.